Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the procedure was completed with a backup da vinci instrument of the same kind. There was no patient harm or injury reported. There was no report of fragments that fell into the patient. The issue triggered a surgical procedure delay of three minutes while a new instrument was obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the tenaculum forceps instrument associated with this complaint and completed investigations. During visual inspection, the instrument was found to have a loose pitch cable at the distal end at the proximal clevis. The plastic housing was removed, and the pitch cable was found to be loose in the proximal end. A visual inspection of the back-end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps stopped working. The customer presumed it was due to a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.